Manufacturer narrative:
The mid:09 (air trap assembly) error message was cleared by the customer's biomed after wiping the spilled saline in the air trap. The ivtm system was tested by biomed and the system worked as intended. Therefore, further evaluation of the ivtm system by zoll was not required.

Event description:
During cooling phase of the ivtm treatment, the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message due to saline leak from start-up kit (suk) air trap. The user was unable to clear the error message. The dwell time of the suk was 7 hours. The temperature at the time of issue was 34°c. The patient treatment was continued using alternative temperature management. No known impact or consequence to patient information was provided.